Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l07031, h12l18046, h13a15043, and h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized and treated with unspecified antibiotics for peritonitis. The cause of peritonitis was unknown. Fifteen days later the pt was discharged from the hospital. The peritonitis was resolved and the pt was recovered from the event. At the time of this report dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.